Event description:
It was reported that the patient's wife called on his behalf. The patient had a partial knee replacement in (B)(6) 2014. His wife stated that the cement did not work and patient had to have his knee revised.

Manufacturer narrative:
The patient's wife did not provide the catalog number and lot code of the cement that she alleged "did not work." It was noted that the patient's wife was unwilling to provide any additional information for the investigation. Therefore, the event could not be confirmed. Device not available.